Manufacturer narrative:
This report is for an unknown. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Concomitant medical products: unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: lee, hi., et al (2015), minimal medial-row tie with suture-bridge technique for medium to large rotator cuff tears, clinics in shoulder and elbow, vol. 18 no. 4, pages 197-205 (korea, south). Doi: http://dx.doi.org/10.5397/cise.2015.18.4.197. The study emphasizes on reporting on the repair integrity of modified suture bridge technique for patients with medium and large size full-thickness supra-infraspinatus tendon tears. The patients evaluated on course of this study: between march 2011 and july 2012, a total of 79 patients (47 women and 32 men), with an average age of 61.3 years (range, 31-81 years), who underwent a minimal medial row tie with suture bridge technique for medium to large rotator cuff tears were included in the study. Inclusion criterion was patients with medium or large size rotator cuff tear (usually 2 to 4 cm anteroposterior width of supra/infraspinatus tendon tear) covered with minimal-tying double row suture bridge technique (specifically 4x4 configuration with two medial suture anchors and two lateral knotless anchors). A 30°abduction brace was kept for 5 weeks. No passive movement was allowed during that period. Passive rom was enforced as 5 weeks of mobilization, which was continued for 6 weeks. After roughly 3 months, active strengthening exercise was permitted. The article describes the following procedure: a minimal medial row tie with suture bridge technique for medium to large rotator cuff tears. The devices involved were: healix br 4.5mm (depuy mitek, norwood, ma, USA), anchor devices, suture shuttling device, needle, and knotless suture anchors. Complication mentioned in the article: - a (B)(6) female patient had a medial cuff tear around medial row.